Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The files showed at least eight applications were performed with a non-returned balloon catheter afapro28 with lot number 08897 without any issue on the date of the event. A clinical issue (phrenic nerve palsy) was encountered during the procedure. In conclusion, the balloon catheter was not returned for investigation. There is no indication of relation of the adverse event to the performance of the cryo device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) was observed. A double stop was performed and some recovery was noted. The case was completed with cryo. At the time of discharge, the patient still had some weak diaphragmatic response and was placed on a monitoring protocol. No further patient complications have been reported as a result of this event.